Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 2 bd vacutainer® k2e 10.8mg plus blood collection tubes "yellow crystallized" foreign matter was discovered in tubes.the following information was provided by the initial reporter:yellow crystallised substance in edta tubes.

Event description:
It was reported that prior to use with 2 bd vacutainer® k2e 10.8mg plus blood collection tubes "yellow crystallized" foreign matter was discovered in tubes. The following information was provided by the initial reporter: yellow crystallised substance in edta tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.